Event description:
Pump recorded it was delivering. Problem: fluid, medication, had not been delivered for approx 20 hours. When identified, pt had to receive injection to get pain relief. Removed pump from service and setup another pump which worked. Returned device to MFR.